Manufacturer narrative:
Date inaccurate, only the year is valid. Other applicable components are: product ID 389033 lot# j0322180v serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was noted that the disintegrated lead was first noticed in 2016. The patient reported that by "disintegrate" they meant that the leads were no longer connected to the battery. The patient had x-rays performed and the technician showed them where the lead had disconnected. They called their doctor but they said they had no record of them being their patient. The patient was trying to have their spinal stimulator removed. No further complications reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 389033, (B)(4), ubd: 07-may-2007. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the patient was having an issue with their ins and needed it removed. They stated that they had been having issues for a while and didn't know if the ins was the cause of it because the leads "disintegrated" and this wasn't confirmed until they had an x-ray performed. They noted that their healthcare provider thought the issue with the ins was the reason the patient was having health issues like bleeding among other issues. No further complications reported.